Event description:
Info received indicates the nurse call function is not working.

Manufacturer narrative:
The tech found the sidecom board was not communicating with the nurse station. The tech replaced the sidercom board to repair the bed.